Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification. No evidence of the reported issue could be verified through review of the event history log. The device was tested for flow accuracy at 40ml/hr and 125ml/hr with accuracy error percentages of 0.928% and -1.522% which are both within 5% specification. The reported condition was not verified.  Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d10 the pump had the issue occur with an ivpb antibiotic as well. It was unknown if there was injury or an adverse event to a patient involved.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was an overinfusion that had occurred an entire bag was delivered in less than 2 hours when programmed rate was 125/hr vtbi 500ml (potassium chloride 40meq). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.